Manufacturer narrative:
The insulin pump button error alarm due to lcd keypad connector not plugged in properly. The insulin pump received with scratched lcd window.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.